Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product location is unknown and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 3 of 5 for the same event. Reports 1, 2, 4, and 5 are reported on MFR #0001032347-2016-00547, 0001032347-2016-00548, 0001032347-2016-00550. And 0001032347-2016-00551.

Event description:
Through the tmj (temporomandibular joint) tracking coordinator the patient reported a complete revision took place about 3 months prior to (B)(6) 2016. The patient advised that since the removal of the implant she is "completely pain free."